Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, it was noted that the device was in back-up mode. Abbott technical support was contacted and it was confirmed the device entered back-up mode due to normal battery depletion. The device was explanted and replaced due to normal elective replacement indicator (eri). The patient is in stable condition.